Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was evaluated and identified as requiring replacement. Due to the obsolescence of this component, a system upgrade was required. The customer elected to have a third party service the system. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.